Event description:
It was reported to hill-rom that when using the viking s lift and a liko sling to give the patient a bath, the patient slid out of the bottom of the sling. No injury alleged. Reference MFR report 8030916-2014-00007.